Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was transplanted. The outcome was not device or therapy related. No further information would be provided. The pump was explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the customer stated that no further information would be provided. It was reported that heartmate 3 lvas, serial number ,(B)(6), will not be returned for evaluation. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) s currently available. Although no device related issues were reported by the account, the IFU lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.